Manufacturer narrative:
The complaint of no flow / can't prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The reported event occurred on an unspecified date and involved a tego® connector. The reporter stated that the catheter became clogged and it would not flush or pull. A medwatch voluntary was received on 30-may-2025 with MDR report # mw5170538 and MDR report key # (B)(4) regarding a brand name of needle free hemodialysis tego connector with a common device name set, administration, intravascular and fpa procode.